Manufacturer narrative:
Narrative text, of the initial medwatch report indicates: physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the main keypad assembly and completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Narrative text, of the initial medwatch report should indicate: physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the small keypad assembly and completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. New information for supplemental medwatch: physio-control further examined the removed small keypad assembly and observed that the left-side of the print button was electrically shorted due to being physically damaged.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the main keypad assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that none of the buttons on their device would respond when pressed during an event. The customer advised that there were no adverse effects to the patient as a result of the reported issue.